Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the ins was explanted on (B)(6) 2019 and was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was working well but the incision got infected and the ins was explanted. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.